Event description:
The customer alleges that the mller 2 blade got stuck on a rusch medium/standard handle during pre-testing. No patient injury reported.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.